Event description:
The sales rep has been informed by hospital that the nail has broken where the lag screw is placed. The surgeon has indicated to the sales rep that the operation manual has not been followed correctly.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.